Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out gears from normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that the attachment device was heating up. As a result, there was a five minute delay to the surgical procedure. An identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.